Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿always make sure that the correct time and date are set on your system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not change the time when the time was changed. The customer successfully changed the time. Blood glucose was 250 mg/dl.